Event description:
The staff was unable to remove the catheter from the pt. It was felt that there was a burr in the material. Catheter was indwelling for only a few hours in the ER area. A small incision was made by the doctor to remove the catheter.